Event description:
It was reported that a malfunction occurred with the pump, specifically displaying malfunction code 12. Customer¿s blood glucose level during the event rose to above 20 mmol/l. The pump was reset and the customer continued to use the pump for insulin therapy.